Event description:
Country of complaint: (B)(6). Needle detached.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open pouch. Reviewed the batch manufacturing record, this product had a normal process and the results during the process. About (B)(4) units of this code batch were manufactured. There are no units in our stock. There are no previous complaints of this code/batch. We have received 1 open sample with the needle detached from the thread. Without any closed sample we cannot carry out an analysis in order to take a decision. Needle attachment results conducted as a final inspection before releasing the product were 3,30 kgf in average and 3,11 kgf in minimum and fulfill OEM requirements: 1,10 kgf in average and 0,45 kgf in minimum. Final conclusion: the complaint is not corresponding (not justified). Actions on product: n/a. Corrective/preventive actions: n/a.